Manufacturer narrative:
Investigator updated record: correction sent to capture additional narrative.

Event description:
It was reported that the device's ECG wave form keeps dropping out. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The bench technician evaluated the device and determine multiple issues with the device. Upon conclusion of the evaluation, it was determined that the processor pca, therapy port, measurement module panel and co2 cable were defective. All parts were replaced and the device was returned to full functionality. We are unable to determine the root cause of the event as multiple parts were required for replacement. If the components are received, an evaluation will be performed, and an additional report will be submitted. The device was sent to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device could not detect the ECG waveform. There was reportedly no patient involvement.

Event description:
It was reported that the device's ECG wave form keeps dropping out. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The bench technician evaluated the device and determine multiple issues with the device. Upon conclusion of the evaluation, it was determined that the processor pca, therapy port, measurement module panel and co2 cable were defective. All parts were replaced and the device was returned to full functionality. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device was sent to the customer site and further evaluation is warranted at this time.